Event description:
Percutaneous intervention was performed via the right femoral artery. The 8-french xb guide was engaged in the left main and a 182 luge wire was used to cross the ostial/proximal om-ii lesion and placed in the distal portion of the vessel. Second luge wire was then used and placed in the distal portion of the native circumflex. A 2.5x20mm crosssail balloon was placed across the mid-circumflex lesion and inflated to 8 atms. This was exchanged for 2.5x18mm cypher stent which was placed across the lesion and successfully deployed at 12 atms. A 2.5x15mm crosssail balloon was placed across the vessel and inflated to 9 atms. This was exchanged for a 2.75x12mm taxus stent. The stent was unable to be advanced across the ostial/proximal omii lesion. Upon repeat angiography, the native circumflex and omii showed abrupt closure. Stent was exchanged for 2.5x15mm crosssail, which was placed across the native vessel and inflated to 8 atms. Repeat angiography showed patent native circumflex with timi-3 flow and noted dissection at the take-off site of the om-ii. The balloon was exchanged for a 2.75x15mm raptor which was placed across the ostial/proximal om-ii lesion and inflated to 4 atms. Repeat angiography, native circumflex and om-ii were noted to be patent. The balloon was exchanged for a 2.75x8mm zeta stent. The stent was advanced. This was unsuccessful at crossing the ostial/proximal om-ii lesion. Upon repeat angiography abrupt closure of native circumflex and om-ii was noted a 2nd time. A 2.5x15mm crosssail balloon was attempted to be placed across the native circumflex, which was unsuccessful. Repeat angiography showed a spiral dissection of the native circumflex involving the distal aspect of the left main. Timi-3 flow was noted in the left anterior descending distribution as well as the proximal circumflex and om-I. A balloon pump was placed. Taxus stent 2.75x12mm was noted to have bend at tip of stent catheter.